Event description:
New information notes that since the previous follow up after programming changes were made, post-paced t-wave oversensing was still observed. Patient was asymptomatic. Further programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes another instance of non-sustained lead noise due to post-paced t wave oversensing was observed via remote transmission after programming change was made. Patient was asymptomatic. Further programming changes were recommended.

Event description:
It was reported that a patient received a vibratory notifier for nonsustained lead noise episode. Crosstalk was observed. Reprogramming was performed. The patient will be monitored via (B)(6).